Manufacturer narrative:
The device was received for laboratory analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a voltage too low for projected remaining capacity fault message. Analysis of device memory confirmed that the fault message was appropriate and that no other suspicious faults or resets were stored within device memory and therapy delivery was unaffected. Boston scientific technical services (ts) recommended device replacement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device emitted beeping tones. Boston scientific technical services (ts) discussed device replacement. No adverse patient effects were reported. Device replacement was planned for a date in the future.

Event description:
Additional information was received that an in-clinic follow up was scheduled for a date in the future. No adverse patient effects were reported.